Manufacturer narrative:
(B)(4). Service engineer (se) inspected, the device and replaced the graphical user interface (gui) printed circuit board. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. Although requested, it is unknown if the event occurred during patient use.